Manufacturer narrative:
Product complaint : (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4). Device history review : the quality documents show that the values obtained on the insert were according to the specification valid at the time of production. There are no indications of any pre-existing material defect. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgery due to the rupture of the upper edge of the ceramic insert.